Manufacturer narrative:
Retained samples of the concerned lot number were inspected visually, electrically and mechanically. All electrodes were within limits, no failure could be detected. The involved device has not been made available for an investigation. According to the users description of the incident, they deviated from the IFU in two respects: 1. The IFU states: "after use remove the electrode gently with one hand and support the underlying tissue with the other. Lift the electrode at the tab section at its base, not by the diathermy cable, and peel it off slowly. Tugging, pulling or rapid removal may cause skin trauma. Take extra care when skin is overly delicate, e.g. On elderly patients, diabetics, or because of prolonged specific medication e.g. Steroids." The patient was diabetic with a visible skin condition. The photo supports the conclusion that the user had not taken extra care upon removal of the electrode. 2. The IFU state the precaution: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. Make sure the site will not bear the patient's weight during surgery (...)". The surgery was performed on the right knee. However, the electrode was placed on the upper right arm. There are locations suitable for placing the electrode far closer to the location of surgery than the site chosen. Although this misplacement was not causal for the injury, it shows the user had not followed instruction. The IFU states explicitly "improper use of neutral electrodes can cause patient injuries. These instructions serve patient safety. Not following these instructions may lead to burns, pressure necroses or other skin trauma during use." We therefore conclude that the a user error caused or contributed to the incident.

Event description:
On (B)(6) 2019 a 2,5 hour knee tep surgery was performed at a hospital in (B)(6)). A monitoring dispersive electrode (model wr21) and a medtronic valleylab ft10 ref.: vlft10gen generator were used. We have received a partially filled in questionnaire. The patient was described as obese and the general status of the patient was described as normal. The skin type was described as diabetes mellitus typ ii. In an e-mail dated (B)(6) 2019 it was stated that the patient had open and partially crusted wounds on the arms and legs. The skin was not cleaned, not shaven, not disinfection and no ointment had been used before applying the neutral electrode. The patient was lying on a heat blanket. It was reported that the patient injury occurred when the dispersive electrode was removed from the patient skin. The skin injury was underneath the adhesive non-woven material in one corner. The injury was describes as hematoma and skin lesion. The injury was described in size of about 4 x 0,5cm. A photo of the injury was provided. It was also reported that the injury was bleeding as it was superficial. On the photo additional hematoma are visible corresponding to areas where the dispersive electrode had been applied. The injury was treated by wound care.